Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no damage found on it. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. The pump was found to have a faulty latch lock sensor during testing. It was determined that the microprocessor board was corrupted due to its inability to detect an unlocked latch properly. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump had a faulty latch/lock sensor. No patient was involved in this event. No adverse effects were reported.